Event description:
During the atrial fibrillation procedure, after placement in the left atrium, the non-abbott catheter (octaray by johnson and johnson) with the non-abbott system (carto) was inserted into the agilis. Approximately 1¿2 minutes later, an st-segment elevation was observed on the patient¿s 12-lead electrocardiogram. Due to a decrease in blood pressure, norepinephrine was administered intravenously. The ECG returned to normal within about 5 minutes, and the procedure was completed without replacing the device and there were no adverse consequences to the patient. It is strongly suspected that air entry from the agilis sheath may have been involved, due to the inserter being advanced too deeply into the hemostatic valve of the agilis during catheter insertion. No residual effects or other complications were identified after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.